Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 314-13-14 - equinoxe cage glenoid large, beta (B)(6). 300-20-02 - equinox square torque define screw drive kit (B)(6). 300-50-15 - 1.5mm short rep plate (B)(6). 304-22-09 - 8.5mm platform fx stem right (B)(6).

Event description:
Study: (B)(6). Subject: (B)(6). As reported by the (B)(6), the patient had an initial right tsa on (B)(6)2015 and presented on and unknown date with anterior subluxation. The case report form indicates that this event is definitely not related to the device and unlikely related to the procedure. The outcome of this event is resolved by revision on (B)(6) 2015. Height: 61 in. Bmi: 27. Diagnosis: osteoarthritis. Add'l info: former 25 yr smoker quit in 2012. 310-00-47 - xs humeral head, 47mm xs offset humeral head: (B)(6). 510k: k140063. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to subluxation cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Subluxation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.